Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopic roux-en-y gastric bypass surgery, while on bowel, the device fired but the staples did not form resulting to incomplete staple line at central part. The line was oversewn and clipped. No patient injury.